Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the hospital with the device in back-up mode. The patient recently had an MRI. A software download was successful, but post download measured battery data was 2.28v, 9 kohms, 41ua. The device was subsequently replaced.